Manufacturer narrative:
The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
Customer reported that while administering epirubicin using a bonded texium 60 ml syringe, 2-3 drops of epirubicin leaked out from where the texium 60 ml syringe was connected to the smartsite on the primary set. The user tightened the connection, however it continued to leak. The event occurred in the hem/onc outpatient clinic. There was no report of any pt or staff harm. No further pt/event info was provided.